Event description:
A contour vl ureteral stent was scheduled to be removed during a procedure. According to the complainant, the physician was not able to remove the stent in the office and had to schedule the patient for a surgical procedure. Although attempts were made to obtain additional details, these attempts were futile and there is no further info regarding this event.

Manufacturer narrative:
The device has not been returned for an evaluation as it has been disposed. Therefore, a failure analysis could not be completed. A review of the batch history, historical trending, and similar complaint trending for the product family will be conducted. If there is any further, relevant info, a supplemental med watch report will be filed.